Event description:
It was reported that during an unknown procedure, clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/09/2009. Evaluation summary: the analysis results found that the el5ml device was returned in good condition. The instrument was cycled, fed and formed 13 clip conforming and 1 malformed clip due to bypass issues. In addition, the orange indicator did not showed up completely after the device locked out. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.